Manufacturer narrative:
The reported event of guidewire unable to advance through the lead was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found ptfe coating of the guidewire was clogged in the inner coil at the distal tip region. The cause of the reported event was due to the guidewire ptfe coating clogged in the inner coil.

Event description:
During implant, the guidewire was unable to advance through the left ventricular (lv) lead. The physician alleged the cause may be due to blood clotted inside the lead due to a prolonged surgery due to the patient's difficult anatomy. The event was resolved by replacing the lv lead. The patient was in stable condition and did not experience adverse health consequences.